Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering leading to high blood glucose values. Customer¿s blood glucose value was 406 mg/dl at the time of the incident. Customer's current blood glucose value was 250 mg/dl. The customer experienced no symptoms of high blood glucose values. The customer did not treat high blood glucose values. The insulin pump troubleshooting was performed and insulin exited at quick release. The insulin pump will not be returned for the analysis.